Event description:
The user facility reported a 61-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient developed limb ischemia. There was a loss of pedal pulses and the foot became cool to the touch. The decision was made to wean and remove the impella, which resolved the reported issue. The patient was reported to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury".

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.